Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "footswitch not responding" (no code available). The customer reported the footswitch was not responding. Additional info received from the nurse stated the footswitch lost function during surgery. The footswitch was switched out and the case was completed as planned. There was a five minute delay. No pt injury was reported.

Manufacturer narrative:
The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).